Event description:
The canals were connected, not separated as they should be. Due to this,the meniscus was torn to the point that the surgeon could not repair, but rather trim it by using a meniscus cutter. The case continued without further incident. A 15 minute delay resulted.